Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported in a journal article that two patients underwent total wrist arthroplasty. Follow up results indicated postoperative heterotopic ossification formation. There has been no further information provided.